Manufacturer narrative:
D.4 & h.4: serial number, unique device identifier, and manufacturer date not available. Upon investigation of this incident, good faith attempts were made to get the additional information. No responses received from the field service engineer (fse). Additional information will be added to the record if and when the information is received.

Event description:
It was reported that when using the bd pyxis¿ es refrigerator syncing issue and fridge could not be opened. The customer attempted to resolve the issue by rebooting the station and trying to recover the drawer; however, the problem persisted. The customer stated that this malfunction occurred while dispensing the medication. There were no adverse events or injuries reported based on this event.